Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown.

Event description:
Patient reported right side "sharp pain as if it were needles in {patient¿s} breast", "slightly lobed", "deformation appeared in the prostheses (the contour a little misshapen)" and "capsular contracture" baker grade unknown. Patient also reported occurrence of waking up and "had the sensation (on right breast) of lying on a lump/button, in prone position. Felt the breast burning, as if had slept on something. However, when feeling the breast, nothing physical was noted." The device remains implanted.